Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed the leakage test. The first cylinder was visually inspected, leak tested, and pressure tested. This cylinder had buckling folds in the middle of the cylinder. This cylinder outer tube had a hole in the proximal end of the cylinder from sharp instrument. This cylinder passed the leakage and pressure tests. The second cylinder was visually inspected, and leak tested. This cylinder had buckling folds in the proximal end of the cylinder. This cylinder passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed leak test. Under microscope observation, contamination of bodily fluid was found within the pump. To avoid damaging the test equipment, the pump was not functionally tested due to the contamination. Based on the information available and analysis results, the reported device allegations were unable to be confirmed. The allegation of patient perforation and migration are confirmed as known risk inherent of device. The patient event is documented in the risk and labeling. The conclusion codes of known inherent risk and has been chosen.

Event description:
It was reported that the proximal end of the left cylinder of this inflatable penile prosthesis (ipp) migrated approximately three to four months post implant. It was noted this was likely due a perforation of the left crus caused by stress from the dilation performed in the area during the implant procedure. Ultrasound and magnetic resonance imaging were performed following which is was determined that a revision procedure was necessary. Pump testing was performed following the revision procedure and, after two pumps, the pump collapsed and the cylinders would not inflate. A rupture in the tubing, with resultant fluid loss, was noted. A washout was performed with saline and antibiotics and a procedure was completed to reinforce the tissue. Following this, a new ipp was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the proximal end of the left cylinder of this inflatable penile prosthesis (ipp) migrated approximately three to four months post implant. It was noted this was likely due a perforation of the left crus caused by stress from the dilation performed in the area during the implant procedure. Ultrasound and magnetic resonance imaging were performed following which is was determined that a revision procedure was necessary. Pump testing was performed following the revision procedure and, after two pumps, the pump collapsed and the cylinders would not inflate. A rupture in the tubing, with resultant fluid loss, was noted. A washout was performed with saline and antibiotics and a procedure was completed to reinforce the tissue. Following this, a new ipp was implanted. No further patient complications were reported.